Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be extended, and retracted. Helix extension and retraction turns within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty placing the right atrial (ra) lead. Multiple helix extensions were done but the lead did not fixate, and it did not appear to be related to the patient¿s anatomy. The lead was removed and was not implanted. A new lead was used. No patient complications have been reported as a result of this event.